Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an undefined amount of time. Customer declined to troubleshoot at the time of the report. No additional patient or event information was available.